Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 12/18/2013 device evaluation:the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: the audio bolus button cover was found to be intact. During testing, the audio bolus button functioned properly and was functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.